Event description:
The facility reported an infusion pump with a damaged battery. The failure was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last co service event and no pt injury had been reported. Although co attempted to obtain info, details were not available regarding additional contact info, pt demopgraphics, medication involved, or pump programming. No additional info available.